Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was affected by a source of external electromagnetic interference resulting in noise seen on both atrial and right ventricular leads during atrial fibrillation (af) episodes. The device remains in use. No patient complications have been reported as a result of this event.